Event description:
No telemetry was able to be established. No device tone was elicited with placement of magnet over the implantable cardioverter-defibrillator. Failure to brady pace. Device implanted (B)(6) 2023 (9 months).